Manufacturer narrative:
Our records indicate that the following information was submitted to FDA on january 23, 2008: the imaging was reviewed by aga?s medical consultant and the following observations were reported: the patient appeared to have pulmonary artery issues in addition to the ventricular septal defect (vsd). The vsd was closed effectively with the amplatzer muscular vsd occluder. The right disc was not expanded initially, but was of normal shape later. The angiogram obtained prior to device placement does not show any evidence of aneurysm. It appeared that the arterio-venous loop was initially created through the femoral vein and later changed to the jugular vein. After device placement, the left ventricular (lv) angiogram showed a tiny amount of contrast in the lv muscle. This was not present before the device placement although a lv angiogram (pre-device placement) was not provided. The area of contrast in the lv muscle coincides with the site of appearance of the lv aneurysm. The aneurysm was effective closed with coils. Post-procedure angiograms show excellent results. In closing, the lv wall injury occurred during the procedure either during sheath placement or was caused by the device during lv disc deployment. The physician reported, the defect was 4-5mm from the apex and the diastolic distance to the lv free wall from the vsd was 11mm. A review of aga?s complaint database has not identified any similar events for this device family since approval. During the clinical study, a patient experienced tamponade during the delivery of a 12mm device. A perforation occurred as a result of the sheath orientation near the anterior septal wall. The perforation appeared to be near the anterior portion of the rv near the ventricular septum and to the right of the lad branch. The physician stated, that the event was most likely related to the small size of the patient, the anatomy of the large vsd, and the unusual orientation of the device, but not related to the device. The event encountered in the clinical trial is similar in that it describes a perforation; however, it differs in that the location of the perforation is in the rv, while the wall injury described in -00081 is in the lv.

Event description:
According to the implanting physician, in 2007, a 6 mm muscular vsd occluder device was implanted in an apical muscular vsd. On approx two months later, a pseudoaneurysm of the left ventricular free wall opposite the device noted on CT scan, confirmed on echocardiography, a measured 9-11mm in diameter with a 3.5mm neck. Ten days later, 14 gds coils (boston scientific) were implanted via cardiac catheterization. Complete occlusion of the aneurysm was achieved, and no further extension of the pseudoaneurysm of clot in left ventricle has been observed. It was assumed this resulted from injury to the lv free wall from either the delivery sheath during deployment of the device, or directly by the left ventricular disc during extrusion of the left ventricular disc from the delivery sheath. Although discovered eight (8) weeks post-implant, the injury certainly occurred during device delivery. I would speculate that there was not enough distance between the ventricular septum and the lv free wall to allow complete expansion of the lv disc without contact with the lv free wall. Imaging has been requested.